Event description:
Twenty-two min rapid infusion of IV sedation intended for 24 hr volume, occurred during immediate post-op period. Pt to be ventilated for several days, so no add'l support required as a result of this event. Received flumazenil drip (@ 0.2mg). 6/12/96 infusion pump performance verification in biomed. (No problem found). Returned to MFR for evaluation 6/24/96.